Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection cone tip broke in half. The reporter stated that he does not know whether the nose of the tip broke off or detached. The piece was retrieved endoscopically from the pt's leg through the original incision. The hospital did not report any pt complications. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(6)2010 for investigation. A visual inspection revealed that a piece was detached from the proximal end and returned with the device. There were also cracks around the proximal end. This failure mode is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4)